Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused too low during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The infusing to low during testing was verified. The device was tested for flow accuracy and found to under-infuse 9.248%.the cause was determined to be the pressure plates out of adjustment, which were adjusted during the repair process. Should additional relevant information become available, a supplemental report will be submitted.